Event description:
It was reported by a company representative that a vns patient was seen at a follow-up appointment with treating neurologist and both system and normal mode diagnostics resulted in high lead impedance (dc dc 7). The patient's generator was programmed off due to the high lead impedance and x-rays were taken. An x-ray view of the patient's chest was received by the manufacturer and review of the view indicated that the generator was placed in normal orientation. The lead pin appeared to be fully inserted inside the connector pin. A clear view of the lead was not available; hence anomalies in the lead body could not be seen based on the quality of the x-ray. Additional information was received through a return product form indicating the patient underwent full revision surgery due to lead discontinuity. An implant care was also received indicating the patient was re-implanted with vns therapy and lead impedance was ok after re-implant. Analysis was completed on the returned generator and lead. Analysis of the returned generator revealed the generator performed according to functional specifications. Analysis on the returned lead revealed that during the visual analysis of the returned portion, pitting was observed on the surface of the connector pin. A definite cause for the pitting could not be determined based on the lead portion returned. During the visual analysis of a small portion of the connector ring and connector pin quadfilar coils appeared to be attached to the staking wires inside this returned portion. The ends of the connector pions and connector ring quadfilar coils appeared to be broken. Scanning electron microscopy was performed on the connector ring quadfilar coil break and identified the area as being mechanically damaged which prevented identification of the coil fracture type, no pitting and evidence of a secondary break-line. Scanning electron microscopy was performed on the connector pin quadfilar coil break and identified the area as being mechanically damaged which prevented identification of the coil fracture type and pitting on the coil surface below. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted except for the half set of setscrew marks found at the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The lead issue was addressed in MFR. Report # 1644487-2011-01507. Further information was received from the area representative indicating there was no patient manipulation or trauma associated with the reported high impedance. The last known good system diagnostics were from (B)(6) 2011 (no specifics). Moreover, it was indicated that after high impedance event, patient became drug resistant and started to present seizures with falls. Review of the patient's programming history in the programming history database indicated that diagnostics were ok after implant but, high impedance was received a month after implant. The high impedance fluctuated within normal results and high throughout the years.